Event description:
It was reported that during interrogation, the physician noted an alert message indicating out of range hv impedance. The physician also found increased high impedance present on the svc can. All other electrical measurements were within range. The physician decided to reprogram the hv vector to vd coil can, and the issue was resolved. The lead remains in service and the pt's condition is good.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.